Event description:
I've been using complete moisture plus contact lens solution for years. I'd been suffering with sporadic eye pain -all day one day, episodes another day- for about 6 weeks. My symptoms included right eye pain and aching, excessive tearing, light sensitivity and the feeling of a foreign object in the eye. I saw 2 optometrists and 2 ophthalmologists -one twice- before one finally felt comfortable that I did indeed have some sort of infection. Upon treatment with optic antibiotic/steroid drops, I had immediate relief. I used the drop 4 times a day for 8 days and the symptoms have resolved. Unfortunately, I've been using the complete moisture plus solution since that time. Used in 2007 and in 2003, 1 squirt twice daily.